Event description:
It was reported that during the procedure in the mildly tortuous, heavily calcified left anterior descending artery for treatment of a 90% de novo concentric lesion, an intravascular ultrasound catheter (ivus) was advanced, but could not cross the lesion. Ivus was removed and a 2.0 x 15 rx mini trek dilatation catheter was advanced and pre-dilatation was performed at unspecified atmospheres. Ivus was re-advanced and was performed successfully. The 2.0 x 15 rx mini trek was re-advanced and dilatation was performed, however, the balloon ruptured at 14 atmospheres during the fifth inflation (first inflation was 12 atmospheres, other inflations are unknown, maximum inflation was 14 atmospheres). The mini trek catheter was withdrawn from the anatomy and pre-dilatation was completed using a non-abbott balloon inflated to 22 atmospheres. Two xience prime stents were successfully implanted and the procedure was completed. There was no reported adverse patient effect and no reported clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, runthrough hypercoat; guide cath: mach1 al1. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.